Manufacturer narrative:
(B)(4).

Event description:
It was reported that during pre-flushing of a puncture needle with saline, the physician observed a crack in the needle hub prior to insertion into the patient. The device was not used on the patient. The defective device was replaced with another device to continue the procedure. No patient injury occurred and no medical intervention was required. The patient's condition was reported as fine.